Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Inspection of the needle mechanism found no issues that would result in the needle mechanism deploying early. The download data from the pod indicated that the pod was deactivated by the user after 200 pulses were delivered. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours the cannula was found to have deployed early upon initial activation. The patients reported blood glucose level was 180 mg/dl.